Event description:
Boston scientific crm received information from an implant form that this device, right atrial (ra) and right ventricular (rv) leads were replaced due to electrogram noise and loss of capture. The device was explanted and both leads were surgically capped. A new system was implanted in the right pectoral region. No defibrillation threshold testing was performed during this procedure.

Manufacturer narrative:
To date, the device has not been received at boston scientific's post market quality assurance laboratory. The event will be reopened if additional information is received and/or the device is returned.